Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04222 / 04223 & 05500).

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Additionally, the patient was revised on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Finally, the patient was revised on (B)(6) 2013 due to instability. All components were removed and replaced with an oss system. No further information has been provided to date.